Manufacturer narrative:
Device not returned. (B)(4).

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. Patient was in stable condition post-procedure.